Event description:
It was reported that on (B)(6) 2022, during an atec sapphire procedure, it was reported that during the operation the equipment experienced vacuum issues and the operation was interrupted. Additional information received on (B)(6) stated that during the treatment of the left breast the surgeon found that the breast biopsy and excision system could not excise properly, and a left breast nodule was not successfully resected and excised. Due to this the operation had to be interrupted and there was delay in the surgical time. A second surgical excision was required causing physical and mental damage. After the first surgery the patient received pressure bandages and hemostasis. The patient is in good condition , received another surgery on (B)(6). No other information is available.

Manufacturer narrative:
DHR review could not be performed at the moment since records are not available at the moment. A follow up with the information will follow. The device involved in this event was not returned for evaluation purposes, but was investigated on site, the vacuum suction tank was broken during course of operation, resulting in insufficient negative pressure was leaked so the probe needle could not work properly. The tank was replaced and the console worked as intended. Complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. Suggested code : vacuum suction tank.